Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is not displayed. A root cause could not be identified. Based on the results of the investigation, probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device had no image and a communication error showing on display. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.